Event description:
It was reported to depuy acromed that the ball bearing fell off of the instrument and fell into the pt. Surgery time was prolonged by a half an hour while the ball bearing was removed. There were no adverse consequences to the pt. The instrument has not been returned for eval.